Event description:
Additional information received reported the manufacturing representative met with the patient about a week and a half ago to reprogram the ins. It was noted the patient was getting coverage ¿somewhat¿ in their neck, but not as much as they would like. It was no ted the patient mostly felt stimulation down their arm. The reporter stated they would continue to work with the patient to improve coverage as the patient healed.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3986a, lot# n257716, implanted: (B)(6) 2011, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3986a, lot# n257716, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient would have an x-ray in (B)(6) 2013. The reporter stated the x-ray was to check that the leads were in the right place. It was noted the patient had the implantable neurostimulator (ins) adjusted three times and the ins still did not ¿hit the pain.¿ it was further reported the patient could feel stimulation, but the stimulation was no doing anything for the pain. It was noted this started about a month following implant of the ins. The reporter stated that two years prior to this report they went on a roller coaster and went to the emergency room because they were hurt and the roller coaster ¿flung her neck.¿ it was noted the patient followed up with their healthcare professional and everything was ¿ok.¿ it was noted for the three days the patient had the trial the device worked and ¿it was awesome.¿ it was later reported that the patient was scheduled for a lead revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4).